Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test; sensor failed per specifications. Also found a cannula bent. We were unable to confirm if sensor was received in said condition due to it being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced inaccurate sensor readings. The insulin pump alarmed for threshold suspend but his blood glucose was actually high. Sensor reading was 65 mg/dl and blood glucose was 500 mg/dl. The customer had not treated yet. Sensor age was 5 days and 22 hours. Customer was advised to remove and replace the sensor. The customer removed it and it was bent. Product would be replaced and returned for analysis.